Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to deliver the appropriate dosage of medication and did not alarm to alert that the intravenous (IV) infusion was not infusing. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.